Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, and the customer successfully started their sensor session without encountering the error code again.